Event description:
Information was received that the device was explanted and the user was re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode under silicone overmold likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device was explanted and the user was re-implanted.